Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Occlusion of coronary/vessel, obstruction is listed in the device IFU as potential patient adverse events. Coronary occlusion, obstruction can be related to multiple factors such as patient anatomy, implant position, implant technique and others. There was no indication that a malfunction or misuse contributed to the reported events. Additionally, the event description does not indicate a potential manufacturing issue.

Event description:
Medtronic received information that 6 months following the implant of this transcatheter bioprosthetic valve the electrocardiogram (ECG) showed a non-st segment myocardial infarction (nstemi) and a coronary artery bypass graft (CABG) was performed from lima to the iva due to obstruction from the valve. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.